Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to medical reasons. Reimplantation is planned but has not taken place at the time of this report may 27, 2015.